Manufacturer narrative:
The intraocular lens (iol) and the cartridge were returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck in the cartridge. Both lens haptics were observed in the folded position. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review related to this complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zcb00, was implanted, the male patient's eye anatomy would not support the lens. The surgeon decided to remove the lens and replace it with another (manufacturer unknown). An incision enlargement was conducted but no vitrectomy was performed. No patient injury post-op. The surgeon said it was not a lens quality issue. No additional information was provided.